Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a normal revision to implant both a left ventricular (lv) and right atrial (ra) lead. The crt-d had been implanted for a year with both the lv and ra ports plugged. Both leads were placed without issue; however, when the ra lead was connected to the crt-d, there was noise noted on the atrial channel and the pacing impedance measurement was above 2,000 ohms. The ra lead was disconnected and tested on the pacing system analyzer (psa). All measurements on the psa were in normal range. The header of the crt-d was checked for any signs of being loose or blood infiltration and no anomalies were found. The ra lead was reconnected to the device and both the noise and above 2,000 ohms measurements were again noted. This crt-d was explanted and successfully replaced. The ra lead was connected to the new device and all measurements were in normal range. An issue with the device's atrial port is suspected. No adverse patient effects were reported. The crt-d will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The setscrews all moved freely and the seal plugs were fully intact. Microscopic inspection of each port did find a slight amount of fluid in each lead port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the clinical observations and detailed analysis found no anomalies.